Manufacturer narrative:
Insulin pump received with blank display due to interface board broken solder joint. Insulin pump received with scratched display window, cracked display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device had a blank display. Customer's blood glucose was 400 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.